Event description:
It was reported that for an interventional internal carotid artery procedure to an 80% distally stenosed 7x10x40 acculink stent placed 2 years previous, no predilatation was performed before the 5.5 rx accunet embolic protection system (eps) 3-in-1 was deployed uneventfully. An rx 0.014 acculink ii 7/40 stent was advanced through the previously placed stent and deployed distal to it, and was post-dilated proximally with a viatrac balloon catheter. Upon advancing the rx 0.014 accunet ii 7/40 retrieval catheter, slack was noticed in the filter wire. In an attempt to place the monorail non-abbott sheath into the internal carotid, the filter wire broke apart in the aortic arch. During withdrawal of the device, the filter got stuck on the stent. Heparin (B)(4) was given throughout for a decreasing act (B)(4). A second physician was called in to assist who noticed the wire was stuck on the retrieval catheter. When the non-abbott sheath was being withdrawn, morphine was given for the patient's complaint of pain. It was decided to intubate the patient. The wire was not able to be pulled into the non-abbott sheath.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A third doctor was consulted by phone who advised to remove the retrieval catheter and leave the broken wire in the anatomy. It was attempted to snare the broken wire within the mid-descending aorta several times unsuccessfully. The snare was removed. The sheath was changed to a 10-french. A multi-purpose guide catheter was advanced into the aorta and passed over the end of the wire. A 4-mm microsnare was used to hold the wire as the catheter was advanced up to the second stent, but the snagged filter could not be retrieved, so that snare was removed. A super core wire was advanced up past the filter. The multi-purpose catheter was advanced up and around the filter. The snared filter did not fully collapse, but was withdrawn from the anatomy with the multi-purpose catheter and super core wire. Dopamine and neo-synephrine were given for a blood pressure into the 80s. The length of the procedure was 6 hours. The patient exhibited no neurological signs of stroke and was hospitalized overnight. No additional information was provided. Device (B)(4) - failure to follow steps. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the embolic protection system (eps) was returned with blood and saline on the filter basket, core, lumen and non-abbott guiding catheter, consistent with the reported use. The core was separated at the distal end of the hypotube as reported. There was a small piece of core remaining in the hypotube. There was no damage noted to the filter basket. The recovery catheter was returned with the outer member torn distal to the guide wire exit notch for a length of 9 centimeters (cm). The torn outer member of the recovery catheter may be due to interaction with the stent during the attempts to recover the filter. There was a wrinkled outer member 9 cm distal to the guide wire exit notch for a length of 9 cm, which may be due to pushing against resistance. The non-abbott guiding catheter was returned and the tip was wavy for a length of 6 cm proximal to the flattened distal end of the tip. There was no other damage noted to the eps. Potential factors which may contribute to the filter basket detachment include, but are not limited to, manufacturing, anatomical conditions, interactions with associated devices and entanglement with the stent. Scanning electron microscopy (sem) analysis was performed on the fracture face and the results suggest that the core failure may be attributed to a ductile overload at a bend. A core separation of this type typically occurs when the wire is subjected to bend loads beyond its design limits causing the core to separate. A wire being over-bent in this fashion would require the distal end to be trapped within the anatomy or another device in order to create the required forces to separate the material. To ensure this type of separation is not due to a potential manufacturing deficiency, all embolic protection devices are 100% visually inspected for damage. In addition, a sampling of units is visually, dimensionally and functionally inspected. In this case, it appears that the filter was entrapped within the newly placed stent and during the attempts to remove, the wire was subject to loads beyond the limitations of the material causing the separation. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, hypotension and pain are listed in the rx accunet embolic protection system instructions for use as potential adverse effects associated with the use of the device. A review of the finished device lot history records did not reveal any nonconforming material records for this lot that would have contributed to this incident. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. The separation, damage and subsequent patient effects appear to be related to case difficulties. There is no indication to suggest a product quality deficiency.